Event description:
A trilogy evo o2, eastern europe ventilator was returned to a third-party service center for service due to an allegation that the "o2 too noisy, high o2 does not work properly". There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy evo o2, eastern europe device at third-party service center, an evt_motor_shutdown error indicating a ventilator inoperative as a generic motor failure event code was discovered in the device's event log. This indicates that the device's blower is defective and will require replacement. Additionally, an evt_obm_valve_failure error indicating that the o2 proportional valve that controls the flow of o2 to the blower inlet is mechanically stuck closed or open was discovered in the device's event log. The device's oxygen blending module board needs to be replaced to address the issue. Furthermore, not related to the issue, the machine flow sensor has to be replaced due to an evt_drift_debug error indicating that the sensor offset during drift calculation is too high occurred after performing the pneumatic step. The air foam inlet filter, particulate filter will be replaced due to the 4-year preventive maintenance procedure. The blower bellow has to be replaced due to contamination. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements.